Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. See mfg. Report #2023826-2016-00184 for left eye (os). (B)(4). Lens not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -10.5 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was reported, the lens was exchanged for a smaller lens on 01/07/2016 and the problem was resolved. Patient's last known ucva was 20/20 on (B)(6) 2016.